Event description:
A cartridge alarm triggered during the loading process was reported by the caller. The customer's blood glucose level remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted in loading a new cartridge, but the alarm persisted, indicating a pump replacement was necessary. The customer will use multiple daily injections as backup therapy and is set to receive a replacement pump with updated software. Training will be available through the tandem source account. The customer acknowledged instructions for returning the problematic pump and preparing the new one for use.